Event description:
Pt has received multiple occlusion alarms. Has changed infusion set each time and is continuing to receive the alarms. Pump program will not go past-bolus screen. Pt is fully competent on the pump and aware how to program appropriately. Pt contacted minimed who said that pt was inserting infusion set wrong. This is not the case as the pt has been on the same type/brand of infusion set for 3+ years. Pt was provided with loaner pump and told to call minimed back and request/demand a replacement pump and for them to look at pump as it is still under warranty. Pt is to tell minimed that the physician's office has determined this is not a user error but a product problem. The current pump is a replacement from pt's orignal pump as the original pump also had problems and minimed replaced it.